Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/01/2016. The fse found that the blood sampling valve (bsv) had a broken spring on the retainer nut. The fse replaced the broken spring, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the rinse block of the coulter lh 500 hematology analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.